Manufacturer narrative:
This cutter has not been returned by the customer; therefore, no product analysis could be performed. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that this pacemaker appeared to have been damaged during an implant procedure. The damage caused additional intervention to be performed during the procedure. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received from the field. It was determined the universal cutter was damaged, not the pacemaker. Additional information was received from the field. A second universal cutter was used to complete the procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker appeared to have been damaged during an implant procedure. The damage caused additional intervention to be performed during the procedure. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker appeared to have been damaged during an implant procedure. The damage caused additional intervention to be performed during the procedure. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information was received from the field. It was determined the universal cutter was damaged, not the pacemaker. Additional information was received from the field. A second universal cutter was used to complete the procedure.